Event description:
It was reported that prior to starting a da vinci surgical procedure, orange insulation was missing from the tip of the monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension broken and missing a .272 x .125 piece at the prox clevis interface. The clevis was dislodged from tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .026 - .214 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.